Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had inappropriately bypassed the caution: negative uf alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 01:57:26. During night drain cycle two, the patient's ultrafiltration reading was 1277ml, indicating the home patient (hp) drained 1277ml more than their maximum programmed fill volume of 2100ml. No additional information is available.